Event description:
During dft testing, a hv output circuit damage message was observed. The lead showed normal hv lead impedance values. The physician capped the lead for undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.